Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient reported via phone call that his blood glucose had been running high for the past two days. The patient's blood glucose had been exceeding 500 mg/dl, and he was treating via manual insulin injection. Troubleshooting was initiated and there were no anomalies noted on the insulin pump. However, the infusion set cannula was bent. The insulin pump was not returned for analysis.